Event description:
The facility reported an infusion pump with a failure code 803:20. Information was requested by baxter regarding the date this report occurred, the medication involved, pump programming and set-up information, specific patient information, tubing product code and lot number in use, medical intervention and patient injury, but no additional information was available.